Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: an empty opened box, an empty foil, a paper lid, an empty winding former and ten unopened samples of product code z451, lot # pem448 were returned for analysis. During the visual inspection of ten unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device pem448 batch number, and no non-conformances were identified.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle fell off of the suture mid procedure. Another device was used from a different box. No patient consequences were reported.